Event description:
It was reported that stent damage occurred. The target lesion was located in the left main vessel. During advancement into the vessel it noted that some stent struts on the 3.50 x 48 synergy ii des were deviated from their axis. The procedure was completed with another of the same device and no patient complications occurred.

Manufacturer narrative:
A visual examination of the stent found that a stent strut on the mid-section of the stent was slightly lifted/raised. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred due to handling. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main vessel. During advancement into the vessel it noted that some stent struts on the 3.50 x 48 synergy ii des were deviated from their axis. The procedure was completed with another of the same device and no patient complications occurred.